Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 322. The cause was identified to be a failed lower link switch and the lower auxiliary was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a sensor error 322 (link switch error low). There was no patient involvement. No additional information is available.